Event description:
Literature: tse an, wu n, patel d, haviland d, kemeny n. A phase I study of gemcitabine given via intrahepatic pump for primary or metastatic heptic malignancies. Cancer chemother pharmacol. 2009; 64(5):935-44. Summary: this article presents an open-labeled, nonrandomized phase I drug study to determine the maximum tolerated dose and duration of hepatic arterial infusion (hai) gemcitabine with patient with unresectable hepatic metastases from colorectal cancer or primary hepatic malignancies via the side-port of an implantable hai pump for three weeks using an external infusion system. Twenty-eight patients were evaluable for toxicity and response. Reportable event: one patient experienced abdominal pain upon use of the hai pump during cycle 4. A diagnostic arteriogram obtained after injection of contrast into the pump reservoir revealed dissection from the tip of the pump catheter to the right hepatic artery stump and common hepatic artery without extravasation of contrast. The patient was removed from the study.

Manufacturer narrative:
(B) (4).